Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2020, during which the ipg was explanted and replaced. The issue was resolved and therapy has been restored.

Manufacturer narrative:
The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system was unable to successfully maintain a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Event date is estimated. Further information was requested but not received. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that following an unrelated procedure the patient's ipg was unable to communicate with the external devices. Surgical intervention may be undertaken in the future to address the issue.